Event description:
It was reported the rigid video laparoscope had poor connection. The issue had occurred during inspection for use. There was no report of patient harm.

Manufacturer narrative:
Customer name- (B)(6). Customer address- (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.